Manufacturer narrative:
Continuation of d10: product ID: 9735736, software version: 2.0.1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to b5. H3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. H3, h6: software data was received for analysis. However, analysis hasn't been completed. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The archive submitted contained three CT scans, one with registration data. The exam used contains anatomy from the upper chin to the upper forehead, omitting the top of the head. The scan also contains a bar across the patient's nose. This bar was likely from a mask, as the patient's nose was also compressed in the scan. The patient appears to be larger, and the scan contains some scatter artifact around the mouth, which is unlikely to have interfered with registration. The trace pattern includes the nose and forehead in a "reindeer" pattern, as well as a line under the patient's right eye. All of the trace points below the patient's browline appear to have sunken under the skin, some significantly so. One touchpoint was used on the columella, which may have contributed to registration issues since the nose was compressed. A touchpoint on the bridge of the nose may have be en able to lift the tracepoints to the surface of the skin.

Manufacturer narrative:
H2) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. There was only one application session present of the issue date. Logs captured the procedure used was standard functional endoscopic sinus surgery (fess). Logs captured multiple successful registration with good error metrics varied from 2.8 millimeters (mm) to 0.5 mm in the session and no unsuccessful registration was observed from the session. Logs captured multiple "coil noise" errors for the tools. The archive had 3 computed tomography (CT) exams out of them one was loaded with not optimal for the stealth due to irregular slice spacing and missing slices. The software analyst agreed with the technical services archive analysis done on (B)(6) 2023 that "[ the exam used contains anatomy from the upper chin to the upper forehead, omitting the top of the head. The scan also contained a bar across the patient's nose. This bar was likely from a mask, as the patient's nose was also compressed in the scan. The patient appeared to be larger, and the scan contained some scatter artifact around the mouth, which was unlikely to have interfered with registration. The trace pattern included the nose and forehead in a "reindeer" pattern, as well as a line under the patient's right eye. All of the trace points below the patient's brow line appeared to have sunken under the skin, some significantly so. One touchpoint was used on the columella, which may have contributed to registration issues since the nose was compressed. A touchpoint on the bridge of the nose may have been able to lift the trace points to the surface of the skin.]" So the analyst was suspecting the poor three dimensional model and the poor trace registration caused the reported issue. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was operating and was about a 10 mm inaccurate of the ceiling of the maxillary sinus, superior and inferior (si) with straight suction and the straight probe. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: no parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.